Manufacturer narrative:
The field service engineer performed verification, and no issues were reported. Quality control was not performed on the day of the initial erroneous result. Review of subsequent qc charts revealed multiple outliers indicating unstable instrument performance. The investigation could not determine a specific root cause. The event was consistent with hardware-related contamination, such as a malfunction or leak that affected individual measurement cuvettes.

Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 4000 c311 stand alone system. The initial result was 89.1 mg/l and was interpreted as normal. The repeat result was 51.5 mg/l and was believed to be correct.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). The investigation is ongoing.